Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for driveline infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported event of cardiac arrhythmia could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number: (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including driveline infection and cardiac arrhythmia. Section 6 of the IFU, ¿patient care and management¿, lists infection, arrhythmia as potential late postimplant complications. This section this section also outlines care instructions in reference to controlling and preventing infection, including exit site treatment. The patient handbook also provides instructions on how to prevent infection, including keeping the hands and driveline site clean. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was treated with vancomycin, meropenem, and minocycline. A computed tomography (CT) found no evidence of acute mediastinitis, soft tissue edema, or cellulitis. CT did find new aorticopulmonary lymphadenopathy that was thought to be compatible with venolymphatic congestion or inflammatory etiology. The patient developed dizziness on (B)(6) 2022 and was found to be in atrial flutter. It was attempted to pace him out, but failed. Intravenous amiodarone was given and the patient was sedated and externally cardioverted at 630 j and returned to normal paced rhythm. The patient was stable.